Manufacturer narrative:
(B)(4). Results: the actual trigger involved in this event was returned for evaluation. The returned trigger operated as intended when tested alone, as well as when tested with a known good main housing. Conclusion: the evaluation was unable to be completed since the main housing was not returned with the complaint sample.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade of the device did not engage. A second device was used to complete the procedure with no adverse patient consequences.